Event description:
Evaluation summary: the stent was positioned on the balloon between the inner shaft markers as per specification requirements there was no damage evident to the segments or struts. The hypotube was kinked under the strain relief and 23.0cm, 44.0cm and 81.0cm distal to the strain relief. The distal shaft was kinked 4cm distal to the guidewire entry port.

Manufacturer narrative:
Following evaluation of the device the code for this event changed from stent deformed in-vivo during positioning to kink. There was no damage to the stent.

Event description:
The physician attempted to deploy a 2.75mm diameter x 18 mm endeavor sprint rx length drug eluting stent to treat a lesion in a patient. No difficulties were noted when removing the device from the hoop or during preparation of the device. There were no previously deployed stents at the treatment site. The target lesion had a moderate degree of calcification, and exhibited 85% stenosis and was located in the obtuse marginal 1 (om1) branch of the circumflex (cx) coronary artery. The lesion was pre-dilated, however it was reported that the endeavor sprint device could not pass the target lesion. The device was pulled back and it was noted that the stent struts were damaged. No patient injury or other sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Lesion morphology (calcification and stenosis present). No results available since no evaluation performed (device or procedural images were not returned for evaluation). Evaluation conclusions: inherent risk of procedure (failure to deliver stent and stent deformation). Lesion morphology (calcification and stenosis present). Unable to confirm complaint (device or procedural images were not returned for evaluation). (B)(4).